Event description:
Sales representative reported that this anchor broke while being inserted during an achilles heel procedure. The anchor was retrieved and only the tip saved. The remainder of the anchor was disposed of. One anchor was used and implanted in the patient. There was no reported delay to the surgery and no patient injury. The site was prepared by abrading the bone prior to insertion. It was confirmed that all the pieces were removed;however, some fragments may remain in the patient.

Manufacturer narrative:
The device has not been returned for evaluation. The issue appears to be related to improper use as the site was not pre-drilled.